Event description:
It was reported that an implanted spinal cord stimulation system was associated with reduced pain relief and a return of pain.  The patient recently noted a lack of relief. High impedance was identified during impedance measurement, with an impedance value of 28130 at contact 6, and the high impedance was not observed on the day of surgery. Troubleshooting was performed by moving programming off contact 6. The issue was ongoing and not resolved, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.